Manufacturer narrative:
The complaint is confirmed. The device was not returned, but a photograph was provided for evaluation. The photograph displays an unpackaged ar-1410lp with both flutes broken off. One broken flute is visible next to the device, with what appears to be bone tissue lodged in it. The second flute is not present in the photograph. Without additional information on bone quality and the angle of impact between the reamer flutes and the bone, the cause of this failure remains undetermined. A probable cause could be attributed to impacting hard bone with the drill shaft at an acute or parallel angle with the surface, as opposed to the expected normal/orthogonal angle, resulting in excessive shear forces and breaking the flutes off.

Event description:
It was reported that during a surgery the drill was being used for the first time, and at the first contact with the bone, after two seconds of usage, it got broken into two pieces. There was no harm for patient, operator or third party reported.

Manufacturer narrative:
The complaint is confirmed. The device was not returned, but a photograph was provided for evaluation. The photograph displays an unpackaged ar-1410lp with both flutes broken off. One broken flute is visible next to the device, with what appears to be bone tissue lodged in it. The second flute is not present in the photograph. Without additional information on bone quality and the angle of impact between the reamer flutes and the bone, the cause of this failure remains undetermined. A probable cause could be attributed to impacting hard bone with the drill shaft at an acute or parallel angle with the surface, as opposed to the expected normal/orthogonal angle, resulting in excessive shear forces and breaking the flutes off.